Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for blood glucose levels above 600 mg/dl and signs of diabetic ketoacidosis. Troubleshooting was performed, and multiple no delivery alarms were found in the alarm history. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was not comfortable with the insulin pump and wanted it replaced. Nothing further was reported.